Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 1007mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. Ran a fixed prime and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.